Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00562.

Event description:
It was reported that a case was performed with expired implants. The sales representative was not present at the case. The surgeon did not report any complaint about the implants or adverse effects.